Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that a device had a "repetitive restart". In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
Physio-control received a report that a device had a "repetitive restart". In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the device and the reported issue was unable to be verified and unable to be duplicated. The customer did not provide accessories for testing. The technician determined the front case, coin cell, co2 door, and battery pins should be replaced, however, the customer declined the repair. The device passed all functional and performance testing and was returned to the customer. No root cause was determined.